Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized with high blood glucose of 430 mg/dl. The customer stated that the high blood glucose was treated during the hospitalization. The customer stated that they were wearing the insulin pump during hospitalization. The insulin pump will not be returned for analysis.